Manufacturer narrative:
Investigation outcome: it was reported the ventilator alarms with exhalation obstructed. No log file were received. No parts were returned for investigation. Hamilton medical ag has requested further information. However, no further information or log files were received. However, hamilton medical ag were informed that the technician on site replaced expiratory valve assembly and the device was returned to the customer. This case is considered as closed.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Initial report.

Event description:
During ventilation, the ventilator device alert for exhalation obstruction. Medical intervention was needed but is not further specified towards hamilton medical ag. The device data log files were not provided to hamilton medical ag. The issue did not result in any patient harm. Worst case, an exhalation obstruction alarm could lead to incorrect ventilation and can cause a situation of desaturation (spo2:80-87%) of the patient.